Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the evos dvr system used drill that has laser lines on it. It was mentioned that these lines are very small and that synthes (competitor device) has a option for a depth gauge over the drill. It was mentioned that this would be specifically helpful to have as the laser lines are far to small to read off the drill bit. It is unknown if there was a delay in the case. No injury or intervention reported. It is unknown what procedure was being performed.